Manufacturer narrative:
The electronic log file was available for investigation. Based on the information the event was caused by a failure of the ad converter within the power supply. Such deviation causes a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina 300 continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator posted an error message during use. There was no injury reported.